Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.

Event description:
According to the customer report there are always some products whose lids open during use. They would like this to be improved. It is a continuous occurrence, so they would like comments on improvements or countermeasures. It is occurring in multiple lots, so they would like it improved. As it is still in use, they have declined to return the actual product.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.